Event description:
It was reported that following uneventful use during the procedure, the introducer broke when attempting to remove it from the patient. A portion of the introducer was removed, however a surgical procedure was required to remove the remaining portion of the introducer from the patient. It was noted that it was not possible to save the artery. The user reported no unusual resistance during removal of the device and the patient did not experience any pain.